Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced a bent cannula which led to high blood glucose level of 400mg/dl. The patient's current blood glucose is 298 mgdl. Pump was used as corrective treatment. The infusion set last changed prior to the event one day. The infusion set was in use for one day. The insertion site was at thigh. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.